Manufacturer narrative:
Literature citation: moroni a, miscione mt, orsini r, micera g, mosca s, sinapi f, de girolamo l, banfi g. Clinical and radiographic outcomes of the birmingham hip resurfacing arthroplasty at a minimum follow-up of 10 years: results from an independent centre. Hip int. 2017 mar 31;27(2):134-139. Doi: 10.5301/hipint.5000424. Epub 2017 mar 21. Pmid: 28362050. H10: internal reference number: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication identified through a review of clinical evidence from literature sources that includes reference to the use of a smith+nephew product. The reported issue(s) relate to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that on literature review ""clinical and radiographic outcomes of the birmingham hip resurfacing arthroplasty at a minimum follow-up of 10 years: results from an independent centre"", 1 (one) patient suffered from periacetabular bone rarefaction and elevated metal ion levels in blood after a primary metal-on-metal hip resurfacing procedure. Hip scan found fluid in the joint. Test results indicated cobalt content of 2.28 ng/ml and chromium content of 4.89 ng/ml. A revision surgery was recommended to address the issue, but the patient refused it. The outcome of the patient is unknown. No further information is available.